Event description:
It was reported that the manufacturer representative (rep) was attempting to interrogate the implantable neurostimulator (ins) multiple times with the clinician therapy application (version 3.0.1062) and got a message with system error 0x4b81f1a3. The rep indicated that the app finds the ins, displays a blue screen, and then the error code. The message forced the user to end the session. The rep had access to an 8840 clinician programmer and will attempt to interrogate the ins with the clinician programmer and then with the therapy application. The rep called back and stated that they checked the ins with another tablet and got a system error message with code 0x791ebfe0. After reading the ins with the tablet and receiving the error code, they were able to interrogate with a clinician programmer to clear the issue. The rep then re-interrogated the ins with their tablet, which prompted them to upgrade the ins. This was done successfully and the rep was able to enter tablet session to enter information and reprogram the patient so they were getting effective therapy on their left side.

Manufacturer narrative:
Continuation of d10: product ID: a610, serial# unknown, product ID: a610, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a610, serial/lot #: unknown, product ID: a610, serial/lot #: unknown, this report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.